Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a scratch on insulin pump case and lcd. The customer stated that the insulin pump got bumped. Customer stated that they were unable to read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. The following were noted during visual inspection: scratched case, scratched display window, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and keypad overlay scratched. (B)(4).